Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with acute inferior-posterior st elevation myocardial infarction. The target lesion was a 100% occluded proximal circumflex. Following dilatation with a 2.5x15 mm emerge balloon for 1 inflation at 14 atmospheres (atm). Timi-3 was restored with a residual amount of what appeared to be thrombus. A 4.5x20 rebel stent was implanted at 12 atm. Subsequent pictures showed no evidence of dissection, perforation, or major side branch occlusion. There was timi-3 to the distal vessel. The patient was still having chest pains so the decision was made to treat the 80% discrete bifurcating stenosis in the calcified mid left anterior descending artery (lad) involving the first diagonal branch. The lad was successfully wired and a 3.0x20 rebel stent was advanced but failed to cross the previously deployed stent in the proximal lesion. A guidezilla catheter was introduced and crossed the proximal stent but still could not cross the lesion. One more crossing attempt was being made when the undeployed stent stripped from the balloon and migrated into the left ventricle where it was sitting there stable. Multiple shots were taken and it was noted that the stent was not in the coronary. A pigtail catheter was advanced and it clearly appeared that the stent was moving with the pigtail catheter. Given the high risk of embolization, no attempt was made to snare and remove the stent. The patient started on heparin drip and was fully anticoagulated. The patient was scheduled to transfer to another hospital for interventional evaluation for stent snaring or surgical removal. The patient was free of chest pain and hemodynamically stable. Patient prognosis was guarded.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent moved to the lower extremity and was subsequently removed. The patient's current condition was fine.